Event description:
It was reported that during a esophageal procedure, the tissue pad on the device melted off and fell into the patient during a procedure. The pieces that fell into the patient were retrieved. It is unknown whether or not the devices were activated without tissue in the jaws. The procedure was completed using a ligasure device and there were no consequences to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.